Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04627. It was reported that vessel dissection occurred and the patient died. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the proximal to mid left anterior descending (lad) artery. After placing a 3.5mm 6f non-bsc introducer sheath and crossing the lesion with a 0.014 non-bsc guide wire, predilation was performed with a 2.5x12mm non-bsc balloon catheter. A 3.00x28mm promus element ¿ drug-eluting stent (des) was then deployed. Post dilation was performed with a 2.75x8mm non-bsc balloon catheter at 18 atmospheres. However upon angiography check, a dissection was noted on the distal part of the stented area extending to the distal lad. Another 3.00x28mm promus element ¿ des was then deployed to cover the dissection and post dilation with the 2.75x8mm non-bsc balloon catheter. Final angiography shows timi 3 flow and the patient was stable and was transferred to the intensive care unit (ICU). However, the patient eventually died.